Event description:
Caller reported aviva system blood glucose results, all mg/dl: 12:44 pm - 205, 12:48 pm - 114, 12:48 pm - 375, 12:49 pm - 87, 12:50 pm - 95, 12:51 pm - 286, 12:51 pm - 276, 12:53 pm - 81, 12:54 pm - 179. No adverse event was reported. A request was made for the return of the strips.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 12:44 pm - 205 12:48 pm - 114 12:48 pm - 375 12:49 pm - 87 12:50 pm - 95 12:51 pm - 286 12:51 pm - 276 12:53 pm - 81 12:54 pm - 179 no adverse event was reported. A request was made for the return of the strips, but the customer no longer has them to return.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 12:44 pm - 205 12:48 pm - 114 12:48 pm - 375 12:49 pm - 87 12:50 pm - 95 12:51 pm - 286 12:51 pm - 276 12:53 pm - 81 12:54 pm - 179 no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
Not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.